Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel, the thrombus, and the delivery issues- anatomy has been completed. The device was not returned for investigation. Based on the clinical information provided, the cause of the vascular damages was patient condition related as per the doctor's comments, the impella would not cross due to tight anastomosis and possible small artery. The cause of thrombus was patient condition related as thrombus was present upon insertion of impella. The cause of the delivery issue was patient condition related because there were issues with the size of the artery per the clinical notes.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that resistance was met during attempted delivery of an impella 5.5 pump due to a patient's tight anastomosis. It was noted that the device was unable to advance via right axillary approach. When resistance was met, the doctor noted that the artery had been dissected. The artery was surgically repaired; however clots were discovered following the intervention. A fogarty catheter was utilized to remove the clots and the implant was subsequently aborted.